Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "intracapsular rupture confirmed during surgery." Healthcare professional later reported "slightly deformed prosthesis, with undulated and folded profiles, with some calcification along the capsule and other scattered dystrophic ones" and ¿heterogeneous parenchyma prominent in the upper quadrants, without suspicious ultrasound elements and additive prosthesis with folds of the envelope per ultrasound and mammography. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture confirmed during surgery." Healthcare professional later reported "slightly deformed prosthesis, with undulated and folded profiles, with some calcification along the capsule and other scattered dystrophic ones" and ¿heterogeneous parenchyma prominent in the upper quadrants, without suspicious ultrasound elements and additive prosthesis with folds of the envelope per ultrasound and mammography. This record is for the left side. The device has been explanted and replaced.